Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
On an unspecified date, a chemosafelock connecter reportedly had a connection failure. There was no report of any human harm.